Manufacturer narrative:
H.6. Investigation: the customer returned seventeen (17) opened samples and about two thousand (2,000) unopened samples to bd japan who provided five (5) photos for investigation. The first (1st) photo shows the returned samples as received by bd japan. The second (2nd) photo shows a piece of paper with writing and a drawing next to seventeen (17) shielded samples in two (2) rows. A blister pack which has been opened by pushing the needle assembly through the top web is also visible in the picture. The third (3rd) picture shows seventeen blunt plastic cannula which have had the needle shields removed. It appears that all the samples in the photo have either bent tips or bent hubs. The fourth (4th) photo is a magnified view of four (4) of the samples. Three (3) of the samples have bent tips and one (1) sample appears to possibly have a bent hub. The fifth (5th) photo shows part of a shelf carton which provides the batch / lot number and the expiration date. As part of bd¿s commitment to continuous improvement, bd has proposed the following change to the multivac packaging machines. This change would ensure that the air knives on the multivac packaging machines would be aligned so that they do not crosscut the blister packs when the multivac packaging machines have been down for more than 20 minutes. This would alert the operator to remove the parts which were in the packaging machine during this time period. This change is estimated to be completed by january of 2020. An investigation was performed by the quality department at bd columbus ¿ west regarding complaints received relating to the non-conformance reported by the customer. From that investigation it was determined that when product was exposed to high temperatures in the autoclave process that a similar result was observed. This confirmed discussion that the bent blunt plastic annual is probably the result of high temperatures during the packing process when issues occur resulting in the blunt plastic cannula being exposed to high temperatures for an extended time in its shield. As the product is shielded the non-conformance is not detectable at this point. Product is supposed to be cleared and disposed of when it is left for an extended period of time in the packing process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that 17 17 g bd blunt plastic cannula experienced device cracking/deformation/cracking/bending which was noted prior to use. The following information was provided by the initial reporter: the cannula tip was deformed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 17 17 g bd blunt plastic cannula experienced device cracking/deformation/cracking/bending which was noted prior to use. The following information was provided by the initial reporter: the cannula tip was deformed.